Event description:
Follow-up with the patient indicated that the device had shifted which led to the intermittent shocking and pain. The patient went on to state that there is a possibility of "redoing" the stimulator, but at this point the patient is watching to see what happens and noting is scheduled. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing shocking in the area of the implant "from one end to the other" and pain in the area from it. The patient stated that the shocking had stopped, but then started again. At the time of this call the patient thought the ins was off, but the ins was found to be on using the patient programmer. The patient was assisted in turning stimulation off and lowering amplitude to 0.0; the patient planned to follow-up with her healthcare provider on (B)(6) 2017. Patient status is unknown at the time of this report.